Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the adhesive from the infusion sets were not sticking to customer's skin. The customer alleged the infusion sets he had from a particular box were defective. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
One unopened cannula was tested for self-adhesive force. No abnormalities were detected. It is not possible to perform a self-adhesive test on a used device.